Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during atrial arrhythmias and consistent left ventricular (lv) lead capture could not be confirmed. Both leads remain in use. No patient complications have been reported as a result of this event.